Event description:
It was reported that during post implant testing after pocket closure, with the patient on the table, the right ventricular (rv) lead exhibited noise. It was decided to explant the lead and a new rv lead was successfully implanted. No further noise was detected after lead replacement. No additional adverse patient effects. Additional information received indicates the cause of the noise was not determined and the noise was oversensed by the device, however, no adverse effects were experienced by the patient. The implantable device remains in service and the model/serial of the device was unable to be obtained.